Event description:
The pt had her dentures lined with product for the first time on august 4,1991. The day after she developed a blister and was told by her dr that there was nothing wrong. She had the second lining done on august 31 because she wanted a new top plate and a partial bottom plate and her dentist said he needed to have a good fit. She had it done, left town and the next day experienced pain and a swollen mouth. She saw her dentist on an emergency basis on 9/3 who told her she had pagent's disease and recommended she see her dr. Her dr sent her to a neurologist who wrote in a letter to her original dr and I quote:" it sounds to me like this lady had some form of chemical reaction to the acrylic used in fitting her dentures and as a result sustained significant tissue injury. There is no question she may have injury to the nerve endings." She went to a dentist in the u.s. On her own because she still had a lot of pain and was told she had a reaction to the chemicals in the product. Her gums are severely damaged.